Event description:
It was observed during in house inspection that the top housing detached from the bottom housing. There was no patient involvement, no adverse consequences, no medical intervention and no delays.